Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was trying to bolus and received a motor error alarm on the insulin pump. Customer's blood glucose was over 200 mg/dl at the time of the incident. Customer wasn't sure of the exact amount. Customer stated that the drive support cap appears normal. Customer reported a motor position encoder error alarm. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer mentioned that the pump is no longer working and he got a no delivery alarm. Customer stated that the pump automatically reset and went off. Customer stated that it asked him to reset his settings and he tried to continue to bolus, but after rewinding and priming, he received a motor error alarm during the fill cannula. Customer stated that he tried several times with the same results. Customer also had a check set alarm in the alarm history.

Manufacturer narrative:
The pump passed the rewind, current test, unexpected restart error test, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the motor position encoder error alarm in the alarm history due to an over written history file. Unable to test the excessive no delivery alarms due to the motor error alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.